Manufacturer narrative:
The ge service rep conducted an on site investigation. The motorized control board, two orbital potentiometers, the motor controllers, the dc orbital motor, and the foot pedal were replaced. The software and the calibration files were reloaded. The system was tested and operates as intended.

Event description:
The customer reported that the system would not perform orbital motion. No pt injury was reported.